Event description:
On february 13, 2017, the reporter contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was testing in settings mode. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2017, between 3.43 and 3.45 pm. The patient stated that she manages her diabetes with a combination of oral medication, reported as ¿metformin 500mg and glipizide 5mg both twice daily¿. There is no evidence that the patient made any changes to her usual diabetes management regimen, in response to the alleged issue. The patient reported thon (B)(6) 2017, in response to not being able to test her blood glucose she developed symptom of ¿passed out, did not feel anything prior to passing out¿, she alleged that when she passed out she ¿hit her mouth on the concrete and cut her lip¿. She denies receiving any medical treatment or intervention in response to the event. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, and that the issue was resolved when patient was educated on correct testing procedure and walked through a retest. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient received medical treatment for a low blood glucose excursion, after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.